Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) due to high thresholds and high impedances. The patient complained of dizziness. Surgical intervention was performed and the lead was capped and replaced without incident.